Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Unit unable to download unit to thds due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error during rewind. The customer was able to clear the alarm and complete the rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.